Manufacturer narrative:
(B)(4). Date sent: 8/22/2024. D4 batch #: a9c51a. This is an analysis of an image submitted for evaluation. The image provided by the customer shows a hole in the tyvek. The hole was noted to be from the outside in. Due to the damages found, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. Based on the photo, the reported event was confirmed. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a9c51a, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 8/1/2024 d4 batch #: unknown d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. The photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the package broke compromising the sterility of the item. Case was completed with a like device. No patient harm was reported.